Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 13.2mm, vticmo13.2, -7.00/1.0/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was replaced with a shorter length lens due to significant reduction of irido-corneal angels and excessive vault. The this did not resolve the problem. Reportedly, iris almost touching endothelium in the temporal sector. Medication for iop management has been prescribed. Per the reporter, on 28/apr/2021, the specialist performed lens replacement without complications. Patient is better in va and with an adequate vault. Patient under continuous observation. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial and dry product. Visual inspection found no visible damage to lens. Claim#: (B)(4).

Manufacturer narrative:
H10: dimensional inspection found lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -7.00/1.0/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Significant reduction of irido-corneal angels and excessive vault were observed. The lens remains implanted. Reportedly, iris almost touching endothelium in the temporal sector. Medication for iop management has been prescribed. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.